Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported while performing pci(percutaneous coronary intervention) on cardiogenic shock patient. After insertion, the intra-aortic balloon (iab) did not inflate near the upper end. Only half of the iab inflated. Since the balloon did not inflate properly, the balloon was removed. Another balloon was inserted and it had full inflation. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported while performing pci (percutaneous coronary intervention) on cardiogenic shock patient. After insertion, the intra-aortic balloon (iab) did not inflate near the upper end. Only half of the iab inflated. Since the balloon did not inflate properly, the balloon was removed. Another balloon was inserted and it had full inflation. There was no reported injury to the patient.

Event description:
It was reported while performing pci(percutaneous coronary intervention) on cardiogenic shock patient. After insertion, the intra-aortic balloon (iab) did not inflate near the upper end. Only half of the iab inflated. Since the balloon did not inflate properly, the balloon was removed. Another balloon was inserted and it had full inflation. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. One kink was found on the catheter tubing near the y-fitting approximately 75.9cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The evaluation determined there was a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. We were unable to duplicate the reported problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).